Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: two failed suture needles, labeled as (B)(4), were submitted) for fractographic evaluation. The components were identified as product code z464h. It was requested to assess the fracture mode of the failures. A fracture was observed at the suture attachment of sample a and at the suture attachment of sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles.the fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: could you please confirm what was the exact issue? =>the needle was broken at 2mm from the swage part during interrupted suturing. Did the needle got broken? Please confirm =>yes. Did the needle got separated from the suture? Please confirm =>no. Could you please confirm how many pieces had the issue? =>qty of product involved is 2. What is the lot number? =>no further information is available. What was used to complete the procedure? =>no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-06318.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle broke at 2mm from the swage part during interrupted suturing. There were no patient consequences reported. Additional information was requested.